Event description:
It was reported that the device exhibited a cassette not attached error. The event occurred during testing; there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a detached downstream occlusion (dso) seal. Functional testing was able to verify and duplicate the reported problem. The event history log revealed a cassette not attached properly alar. The dso seal, and dso sensor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.